Event description:
The customer reported to philips, "the battery is broken." There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.